Event description:
During insertion of the most proximal screw (3.5mm locking screw) into an acu-loc 2 volar distal radius plate being implanted into the wrist, a hairline fracture going up towards the radial head was created. (Case 2).

Manufacturer narrative:
Add'l mdrs associated with this event: 3025141-2014-00016 - case 1; 3025141-2014-00018 - case 3; 3025141-2014-00019 - case 4.